Manufacturer narrative:
(B)(4).

Event description:
Doctor reports that the abutment screw (iuniht) fractured inside implant in dental location 4 after 8 months in mouth. Screw was placed on (B)(6) 2018 and was removed on (B)(6) 2018.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed on screw head. The screw head is hollowed out. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.